Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a cisplatin infusion of 1750 ml to infuse over 4 hours at 438 ml/hr., was initiated and 6:10 pm and instead infused completely by 8:10 pm. It was noted the rate was checked and running correctly at the change of shift, approximately 7:15 to 7:30 pm and there was no leaking. The patient had stable vital signs and normal respiratory status; there was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Analysis of the pcu event log shows that at 6:13pm on (B)(6) 2016 the pump module was programmed for a custom concentration secondary infusion of cisplatin >= 12 year (drugid 68) with a vtbi of 1750 ml to infuse over 4 hours duration at a calculated rate of 438ml/hr. The infusion ran for approximately 2 hours and 32 minutes before the rate was changed to 220ml/hr. The infusion ran for approximately 22 minutes longer and was then channeled off. There were no alarms prior to the device being channeled off. The secondary volume recorded as being infused during this period was 1192.02ml. Functional testing was performed and the pump module was found to be delivering fluid within specification. The primary and secondary sets were not returned for evaluation. The root cause of the report of an overinfusion was not identified.

Event description:
Received an FDA request letter which states, "rn programmed pump for correct medication and correct duration. Pump settings verified by another rn. Medication supposed to infuse over 4 hours; infusion noted to be complete after 2 hours and 20 minutes. Carefusion notified directly about event. Manufacturer response for alaris pump, (brand not provided) (per site reporter): pump information downloaded and sent out to carefusion for evaluation. Carefusion notified me after reviewing downloaded information, it was determined that the pump was programmed correctly. Carefusion has requested that the pump be returned to manufacturer for further evaluation. Plan to release from biomed department early next week."